Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this right atrial (ra) lead was explanted for previously low impedances as well as new allegations of loss of capture (loc). A new lead was successfully implanted in its place. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead safety switch (lss) tripped on this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) due to low out of range pace lead impedance less than 200 ohms. Noise was also observed on the ra lead with inappropriate mode switches. Acceptable impedance measurements were subsequently obtained after programming changes were made. Additional information indicated that no further interventions were done at this time and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.